Manufacturer narrative:
(B)(4). Two photographs were received which appears to be half of the same transection. The first photograph from the top to approximately one third down, the staple line appears fine. The staple line from this point appears as if there was tissue movement. Magnifications show what appears to be a widening tissue margin between the staples and the cut line. The second photograph appears to have similar tissue movement. However the difference being that starting about one third way of the staple line down continuing downward the tissue margin between the cut line and staple line is decreasing. Based on the photographic evidence, it cannot be determined what caused the reported event. Potential causes include tissue thickness to staple height selection, appropriate compression time, and firing speed may have contributed to the complication experienced in this case.

Manufacturer narrative:
(B)(4). What color (blue/gold/green) was selected on the selectable staple height selector before firing?---blue. Was the cartridge loaded with the retaining cap on? ---no information. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. What was the area of staple line failure? ---overall. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---thin. What is the current status of the patient? ---no problem. The analysis found that one device was returned in good visual condition and with two fully fired reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the staples were unformed at the 2nd firing when the device was used for resection of the jejunum though there was no problem in firing on the gastric body during a subtotal stomach-preserving pancreatoduodenectomy. Another competitive device was used to complete the case. There were no adverse consequences to the patient.